Event description:
The device was returned for a flickering screen. When the top of the backlight connector was pressed, the screen would flicker and/or turn dark. No additional damage found.

Event description:
The following has been reported: biomed reported: intermittent black screen when unit is powered on. Update 08apr2025: customer describes as follows: "the unit will turn on like normal sometimes. And when you give it a little tap (towards the bottom of the unit) the screen will go black and tap it again and the screen will go back to normal." A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.